Manufacturer narrative:
Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was having intermittent stimulation as well as sporadic changes in intensity. The ipg was previously exposed to electrocautery. The field clinical engineer (fce) and physician suggested to have the patients ipg replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to device malfunction. The patient had a non-device related procedure and was believed that electrocautery was used. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having intermittent stimulation as well as sporadic changes in intensity. The ipg was previously exposed to electrocautery. The field clinical engineer (fce) and physician suggested to have the patients ipg replaced.

Event description:
A report was received that the patient was having intermittent stimulation as well as sporadic changes in intensity. The ipg was previously exposed to electrocautery. The field clinical engineer (fce) and physician suggested to have the patients ipg replaced.

Manufacturer narrative:
Additional information was received that the patient has decided not to move forward at this time. The patient will advice once he is decided. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.